Event description:
It was reported by a neurologist that his handheld device kept freezing on interrogation successful screen which she resolved by resting the handheld and unplugging it from the wall. The products were returned to manufacturer where handheld, flash card, and wand underwent product analysis. Analysis of the handheld did not detect any anomalies during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications of the manufacturer. An analysis was also performed on the flashcard and the reported allegation of screen freeze was not confirmed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. Lastly, the wand was returned for analysis. After replacing the depleted battery of the wand, the programming wand performed according to functional specifications. No anomaly was identified, which would adversely impact battery longevity nor any mechanical or visual anomaly was identified.